Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure 550 was not confirmed during product evaluation, therefore, no assignable cause could be provided for this condition. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 550. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information. The user interface module master software version is currently unknown.